Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen cracked after the user dropped the device, and the device was no longer watertight, though it continued to function. Symptoms included no adverse clinical effects and no effect on blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a customer interview and a case assessment. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop, with loss of water ingress protection, but no operational malfunction was reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.